Event description:
A malfunction was reported on the pump by the customer, with no notable events occurring prior to the malfunction. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer attempted to reset the pump with assistance from technical support, but the malfunction persisted. As a corrective action, technical support arranged for a replacement pump to be sent, and the customer will use mdi as a backup therapy to maintain insulin delivery. Additionally, the customer was provided with instructions for returning the faulty pump and will receive guidance upon receiving the replacement.